Event description:
The customer reported via phone call that the insulin pump was unresponsive. Customer has replaced the battery, but the anomaly persisted. It was found the customer had issues with the act button, but now the rest of the insulin pump was unresponsive. Customer's blood glucose was 13.9 mmol/l. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.